Event description:
The customer reported approximately four (4) milliliters of clear blood fluid leaked outside the instrument from the manual probe wipe, and the manual sampling probe wipe was not extending involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat when the fluid leak was discovered. The customer was advised to use proper ppe prior to troubleshooting. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated the patient sample, analyzed at the time of the event, was discarded and a new sample was collected. No erroneous patient results were generated. There was no patient impact. Further troubleshooting revealed an air leak at pinch valve pv42 (normally closed), in the tubing connected to feedthru fitting. The customer replaced the tubing and verified operation of the analyzer. The customer has an exposure control/risk management plan at the facility.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting. (B)(4).